Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the report of an intracerebral hemorrhage could not conclusively be established through this evaluation. Additionally a specific cause for the report of bacteremia could not be conclusively determined through this evaluation. The patient reportedly expired due to intracerebral hemorrhage on (B)(6) 2020. It was reported that the patient was frequently noncompliant with inr checks and anticoagulation administration. Additionally, the patient reportedly experienced a recent episode of bacteremia on (B)(6) 2020 that was confirmed by positive blood cultures and treated with antibiotics. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The event was not considered to be device related, and it was reported that the device was operating as expected. The heartmate ii lvas IFU lists stroke, bleeding (perioperative or late), and infection as adverse events that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. Additionally, the heartmate ii lvas IFU and patient handbook both provide information regarding how to prevent and control infection. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), document 106020, rev. H, is currently available. Section 1 ¿introduction¿ of this document lists death, stroke, bleeding (perioperative or late), and local infection as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists bleeding and infection as potential risks/adverse events that may be associated with the use of heartmate ii lvas. This section also contains information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. Section 6 also includes information regarding how to prevent and control infection. The heartmate ii lvas patient handbook, document 106022, rev. G contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to intracerebral hemorrhage (ich). Patient noncompliance with international normalized ratio (inr) checks and anticoagulation administration frequently documented. There was also a recent episode of bacteremia. It was reported the device operated as intended and will not be returned for evaluation.